Manufacturer narrative:
(B)(4). DHR of the lot shows, that the right material and components were used and that the instrument meets all specifications. All working steps are documented. Complaint instrument 544965t, lot p1442885 was received in (B)(4) on the 15th of september 2016 and forwarded to the supplier for further investigation. The rivet of the jaw is broken. The instrument is broken. No function test possible. Supplier reported on the 21th of september 2016 that they received instrument 544965t, lot p1442885 for investigation. The rivet of the jaw is broken and the pull rod deformed. The instrument has never been repaired before. It was delivered to tfx in september 2014. Root cause is overstressing of the instrument during use. However, the instrument can be repaired.

Event description:
The plug of the applier had dropped off which caused the metal to drop into the patient's body. The physician removed the metal out of the patient body. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The plug of the applier had dropped off which caused the metal to drop into the patient's body. The physician removed the metal out of the patient body. The patient's condition was reported as fine.